Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000135835. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04637 it was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted to address the issue.